Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends and a supplemental MDR will be submitted if additional information is received.

Event description:
It was reported that during a right transcarotid artery revascularization (tcar) procedure, the patient had an embolic stroke and experienced left sided deficits. A magnetic resonance imaging (MRI) test revealed multiple embolic foci in the right hemisphere of the brain.